Event description:
Caller reported patient's gts advantage system blood glucose result was 309 mg/dl, staff had the patient wash hands, retest result was 47 mg/dl within 10 minutes. Patient was treated with glucose, retest result 15 minutes later was 127 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.